Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown. Unknown-unknown head-unknown. Unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02110. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: advanced liner wear of the right hip arthroplasty. Marked osteopenia. No further evaluation could be performed with the image provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported the patient is undergoing a revisions surgery for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.